Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient presented to the hospital with symptoms; however, it was unknown if the patient was hospitalized for the event. The peritonitis was manifested by cloudy effluent. The patient was administered an unspecified treatment (dose, route and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.